Manufacturer narrative:
A complete lead was returned in one piece measuring 86.1 cm. Analysis was completed. No lead anomalies found.

Event description:
It was reported the asymptomatic patient presented for an implant procedure. During surgery, the left ventricular lead was unable to sense signal and had high capture threshold. Repositioning was attempted but unsuccessful. The lead was explanted and implant attempt was abandoned. The patient was stable.